Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor and defective upstream occlusion (uso) sensor was found. The customer's problem was replicated and cassette not attached alarms were found in the event history log. The cause of the problem was the defective dso and uso sensors and both were replaced to fix the issue.

Event description:
It was reported that the device alarmed "cassette not attached error." This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.